Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port 8fr groshong catheter was returned for evaluation. A visual and microscopic evaluation was performed. The catheter was returned in two segments. The proximal segment constituted a catheter segment measuring approximately 7.2 cm in length, attached to the port body with a cath-lock. The distal segment was a portion of the catheter measuring approximately 5.3 cm in length showing a second break at the distal end. The overall distal portion of the catheter was not returned. Both ends of the proximal break were partially rounded in shape with areas appearing cleanly cut, very perpendicular to the catheter, and a grainy break surface. However, no pattern transfer or sharp instrument damage were noted. Also, a longitudinal split extending from the proximal end of the break can be noted. The split through the clear material of the distal end of the distal segment was almost exactly perpendicular to the catheter, and the break texture was smooth and grainy. The blue material was broken at a taper, with more material on the outside. This tapered break surface appeared relatively smooth, though some residue appeared to be present thereon. The tip of the blue material was roughened on the outside. Tactual evaluation of the distal segment found that its distal end manifested notable tensile weakness. Significant surface deformation/roughening/deposition was noted on the outside of much of the catheter, but was confined solely to the blue stripe. Eds testing and sem photography was used to examine this phenomenon. Sem photographs showed, in detail, great irregularity in the surface material. Eds testing showed concentrations of calcium and phosphorus in the surface material on the blue stripe. Based on the returned sample condition, the investigation can be confirmed for catheter break. The circumferential rounded splitting and attendant longitudinal split at the proximal break are typical of flexural fatigue, which arises from the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The sections of both the distal break and the proximal break with perpendicular, smooth, and granular break surfaces nearly perpendicular with the catheter are consistent with the cutting during removal reported. The rougher breakage at the blue material of the distal-most end of the catheter, combined with tensile weakness at that point, suggest the contribution of tensile forces to the break, such as those coincident with removal. The reason for the presence of calcium and phosphorus in the surface degeneration of the blue stripe, and its precise contribution to the breakage, is unknown at this time. Label review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during placement of the device in the left subclavian vein the catheter allegedly fractured, the fracture/break was subcutaneous approximately 12 cm and 7 cm from the port body. The catheter had embolized in the patient in the svc (superior vena cava) / ivc (inferior vena cava). It was further reported that the distal catheter segment was difficult to remove due to thrombus, however, the segment was able to be successfully removed. The patient felt pain during saline infusion and the break was found during removal. The port body was removed percutaneously. The patient was stable at the conclusion of the procedure.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during placement of the device in the left subclavian vein the catheter allegedly fractured, the fracture/break was subcutaneous approximately 12 cm and 7 cm from the port body. The catheter had embolized in the patient in the svc (superior vena cava)/ivc (inferior vena cava). It was further reported that the distal catheter segment was difficult to remove due to thrombus, however, the segment was able to be successfully removed. The patient felt pain during saline infusion and the break was found during removal. The port body was removed percutaneously. The patient was stable at the conclusion of the procedure.